Event description:
The user facility reported to terumo cardiovascular system corporation that prior to cardiopulmonary bypass, during prime, the shut sensor leaked prime fluid. This event is initially reportable because preliminary investigation details a leak at the thermowell. No patient involvement as this occurred during prime. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).